Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positive result for a patient¿s sample when tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6), 2021 run #4172 generated a sars-cov-2 positive result for a patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s sample was retested on a different platform the genexpert that generated a sars-cov-2 negative result. No patient details were made available, and no harm or injury was indicated. No information on sample collection or handling was provided. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was identified. The discrepancy likely comes from difference in assay technologies. (B)(4).